Event description:
Cordis optease filter placed. Patient being treated for dvt (deep vein thrombosis) and brain neoplasm. Too high risk for anticoagulation (history of intracerebral hemorrhage and cva). Readmitted two days later with bilateral pes (pulmonary embolisms) and migration of the optease filter into the right atrium, tricuspid valve and right ventricle. Unable to remove in the cath lab. The patient required surgical removal. The cause of death was listed as multi-system organ failure, and pulmonary embolism.